Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the helium tubing. The customer was advised to disconnect the iab from the pump and remove it from the patient. The customer agreed and removed the iab. It was noted that the patient was hemodynamically stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).